Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the reported event could not be confirmed and the event cause could not be determined at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician was unable to advance a guidewire through the microcatheter despite several attempts. A new microcatheter was used and the guidewire was able to be advanced through it; however, angiography revealed contrast medium leaking from the proximal marker band of the microcatheter. It was also noted that the contrast medium could not be delivered distally. The patient was undergoing embolization procedure of intracranial aneurysms located in the middle cerebral artery. The duration of the procedure was over two hours and the patient experienced atrial fibrillation. The causality was unknown. It was reported the physician steam shaped both microcatheters. The physician had to switch to a third microcatheter in order to avoid more risk to the patient and was able to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer- additional information: the device was returned for evaluation and the clinical observation was confirmed. As received the catheter distal marker band found damage and distal lumen was found ovalized. Additionally, the catheter tip was found to be shaped. Upon examination, a hole was found and water was leaking from damaged location we are unable to definitively determine the cause of the damage; however it is possible that the reported shaping of catheter could cause of the event. All devices are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.